Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer changed pump supplies, and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.